Manufacturer narrative:
The event was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible design enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure performed: "slight bowel injury or serosal tears" "new epix grasper - dr [name] has deemed the newly modified epix grasper with metal jaws as being dangerous. She has encountered several incidents where the grasper has significantly damaged bowel. Note comments from her emails: 1. I made three holes in the bowel today!!! That grasper isn't good. I¿m not using it anymore. 2. Grasps really well, probably too well. I worry that it has caused other problems recently also, that have just went unnoticed. I think we've had other tears but just attributed it to the tissue. But it was three areas today and it was obviously from the grasper itself, one almost went unnoticed which would've been disastrous. All three were on the colon. Descending colon, sigmoid colon, rectum." "I have also attached an image as well as a detailed report provided by our territory manager to aid in your investigation into this complaint." The product is not expected to return as the device was discarded by the hospital. Additional information was received from [name], regulatory affairs associate, via e-mail on june 8, 2020]: "below are the responses we have received from the doctor in regards to the details of this complaint." Regarding patient status, there were three unintentional enterotomies. "One of the enterotomies was repaired using a stapler intracorporealy, the other two were resected." A regular non-disposable grasper was used to complete the case - it is not specified if it was an applied grasper or another brand. The number of times the surgeon "encountered several incidents where the grasper has significantly damaged bowel" is not specified, though an indeterminate number of cases occurred between april 1, 2020 to may 29, 2020. "I am unsure the number of cases, but we had a significant number of cases during that time where there were some unexpected extended hospital stays secondary to ileus, and I wonder if these patients actually had slight bowel injury or serosal tears from the graspers and this is why their state was extended." The previous occurrences of significantly damaged bowel were not reported to applied medical. Both lot numbers provided were used during the time period above. The device was discarded by the hospital. The instrument that was being used at the time of the event was the c4130 epix grasper. The procedure performed was a "lap lar tatme with diverting loop ileostomy." Intervention: "extended hospital stay" patient status: "slight bowel injury or serosal tears"

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed.

Event description:
Procedure performed: "lap. Lar tatme with diverting loop ileostomy" "new epix grasper - dr [name] has deemed the newly modified epix grasper with metal jaws as being dangerous. She has encountered several incidents where the grasper has significantly damaged bowel. Note comments from her emails: I made three holes in the bowel today!!! That grasper isn¿t good. I¿m not using it anymore. Grasps really well, probably too well. I worry that it has caused other problems recently also, that have just went unnoticed. I think we¿ve had other tears but just attributed it to the tissue. But it was three areas today and it was obviously from the grasper itself, one almost went unnoticed which would¿ve been disastrous. All three were on the colon. Descending colon, sigmoid colon, rectum." "I have also attached an image as well as a detailed report provided by our territory manager to aid in your investigation into this complaint." The product is not expected to return as the device was discarded by the hospital. Additional information was received from [name] regulatory affairs associate, via e-mail on june 8, 2020: "below are the responses we have received from the doctor in regards to the details of this complaint." Regarding patient status, there were three unintentional enterotomies. "One of the enterotomies was repaired using a stapler intracorporeally, the other two were resected." A regular non-disposable grasper was used to complete the case - it is not specified if it was an applied grasper or another brand. The number of times the surgeon "encountered several incidents where the grasper has significantly damaged bowel" is not specified, though an indeterminate number of cases occurred between april 1, 2020 to may 29, 2020. "I am unsure the number of cases, but we had a significant number of cases during that time where there were some unexpected extended hospital stays secondary to ileus, and I wonder if these patients actually had slight bowel injury or serosal tears from the graspers and this is why their state was extended." The previous occurrences of significantly damaged bowel were not reported to applied medical. Both lot numbers provided were used during the time period above. The device was discarded by the hospital. The instrument that was being used at the time of the event was the c4130 epix grasper. The procedure performed was a "lap lar tatme with diverting loop ileostomy." Intervention: "one of the enterotomies were repaired using a stapler intracorporeally, the other two were resected" and "a regular non-disposable grasper with used" to complete the case. Patient status: "there were three unintentional enterotomies."